Event description:
It was reported by the patient's legal guardian (lg) that the pod's needle deployed but the pod's cannula did not insert into the patient's skin and the pod's pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose level reached around 470 mg/dl. The pod was not worn. As treatment, the lg administered insulin to the patient via insulin pen injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.